Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from pain, discomfort and elevated ions. Update jun 16, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges limited mobility, difficulty with adl, exacerbation of depression. After review of the medical records for MDR reportability, it was stated in the clinical notes that the patient suffers pain secondary to trochanteric bursitis and hardware irritation in the trochanteric region, and numbness could be related to sciatic injury. No revision notes provided. Part and lot information were provided. This complaint was updated on: jun 28, 2017. Update jul 06, 2017: legal medical records received. After review of the medical records for MDR reportability, it was stated that the patient was revised to address component malpositioning. Revision note stated that there was a slight metallosis in the deep capsule noted but no obvious adverse soft tissue reaction, marked deficiency of bone due to the malpositioning of the acetabular implant superior posteriorly. Added cup due to the reported malpositioning. Cobalt level was above 7 (unknown unit). This complaint was updated on: jul 26, 2017.

Manufacturer narrative:
(B)(4).

Event description:
Ppf metal wear. Added patient's age. Updated patient harm. Added law firm in the facility name.